Manufacturer narrative:
The device was returned to the MFR for eval. Based on the investigation details the reported condition was duplicated. One of the charger modules showed heat damage. The module was replaced and further preventative maintenance was performed.

Event description:
It was reported that the charger overheated during testing. There was no pt involvement and no allegation of adverse consequences associated with this event.